Event description:
Potential harm to users - the product is "healthvana". Producer claims "healthvana is the type of advance that captures the opportunity of the individual's need for timely info, in this case sexual health info. Such info may lead to a healthier and even more importantly, more honest successful sexual encounter". This product creates a false sense of safety by providing pre-sexual encounter health info related to the participants. It fails to clearly convey that infectious people may not be revealed in lab results for some time after they become infectious. "Timely info" is a misnomer and can lead users to make misguided decisions. The product preys on user's naive trust in technology and puts users at risk.